Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device was not functioning resulting in urinary leakage, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation that the device was not functioning resulting in urinary leakage cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed as it was not functioning resulting in urinary leakage. A new artificial urinary sphincter pump, and balloon were implanted. The patient outcome was reported as good.